Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed that the gel in some of the tubes were separated by what looks like moisture. This occurred in 4 different lots. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3320832. D4. Medical device expiration date: 2025-05-31. H4. Device manufacture date: 2023-11-16. D4. Medical device lot #: 3298723. D4. Medical device expiration date: 2025-04-30. H4. Device manufacture date: 2023-10-25. D4. Medical device lot #: 3349980. D4. Medical device expiration date: 2025-06-30. H4. Device manufacture date: 2023-12-15. D4. Medical device lot #: 3338201. D4. Medical device expiration date: 2025-05-31. H4. Device manufacture date: 2023-12-04. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed that the gel in some of the tubes were separated by what looks like moisture. This occurred in 4 different lots. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 18-jun-2024. Investigation summary: bd received 100 samples for lot 3298723 and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing with the incident lots were not observed. Additionally, the customer samples along with 100 retention samples from each lot: 3320832; 3349980 and 3338201 were evaluated by visual examination and no issues were observed relating to gel smearing as all samples met specifications. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.